Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patients mother stated on the event date (B)(6) 2019 she removed the sensor due to sensor inaccuracy readings and upon sensor removal, she describes the skin underneath the sensor pod area was infected with purulent discharge. The patients mother stated she called the clinic around 9pm that night and received a next day appointment for 10am. The patient was seen by her primary care physician on (B)(6) 2019. The patients mother stated the physician diagnosed the reaction site as a localize infection underneath the skin and was prescribed oral cipro antibiotics for two weeks. At the time of contact, the mother stated the patient had a follow-up appointment on (B)(6) 2019 and indicated the infection has subsided with the antibiotic regiment and is healing fine. No additional event or patient information is available.